Event description:
Device 2 of 3. Reference MFR. 1627487-2012-03685 and 1627487-2012-03684. The patient received 2 scs leads with different lot number. It was reported the patient was scheduled to undergo a lead revision due to ineffective stimulation with unwanted stimulation in the genital area. Follow-up identified the patient's scs leads were replaced. Additionally, the patient's scs anchors were removed. Although, overall stimulation has improved, the issue has not been resolved after post-operative programming. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.